Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. During subsequent followup with the reporter, it was reported that the user implanted an acetabular cup. After impaction, the modular t-handle cup impactor would not unscrew from the impacted cup. After several failed attempts to disengage, the user removed the handle and implant using the kincise impactor. The corresponding acetabular liner had been open and presented to the surgical field prior to cup impaction. The user decided to ream up one size on the acetabulum and implant the next size acetabular cup and subsequent liner. After the procedure, the scrub technician utilized various instruments in attempts to disengage the first acetabular cup from the impaction handle. The cup was successfully removed after some considerable effort. The acetabular cup and liner, not implanted, were disposed of in the appropriate manner. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. This device was returned for evaluation. A visual and functional assessment was performed on the device which determined to operate as intended however, medical debris was observed on the threads consistent with improper cleaning. The reported condition was not confirmed and an assignable root cause was not determined. Additionally, a review of the device history was performed and no non-conformances were detected related to the reported condition. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The date of manufacture was reported as unknown in the initial report and has been updated to nov 21, 2017. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the adapter device would not disengage from the cup after impaction. According to the reporter, the cup and liner were burned. There were no reports of delays to the surgical procedure. It was unknown if a spare device was available for use. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.